Event description:
We received an allegation of discrepant results with a coaguchek vantus meter compared to an unknown laboratory method. The meter result was 1.7 inr at 12:00 p.m. The laboratory result was 2.9 inr at 12:30 p.m. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr with a testing frequency of once a week.

Manufacturer narrative:
Occupation is patient/consumer. The coaguchek vantus meter serial number was (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The patient has antiphospholipid antibody syndrome (apa). Product labeling states: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The investigation did not identify a product problem. The cause of the event could not be determined.